Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a lesion in the mid to distal rca. The target lesion exhibited 90% stenosis, severe calcification and tortuosity. The device was prepped as per IFU prior to use. The lesion was pre-dilated. 80% stenosis remained after dilatation. It was reported that the endeavor resolute device failed to cross the target lesion due to calcification. The physician dilated the lesion again and changed to a new device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The tip was flared. The stent was positioned on the balloon between the marker bands. The 3rd, 4th and 12th proximal segments of the stent had raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - patient's condition affected effectiveness of device (target lesion exhibited 80% stenosis, severe calcification and tortuosity). Inherent risk of procedure (stent deformation) - deformation problem (stent deformation). Conclusion: results device failure/lack of effectiveness related to patient condition (target lesion exhibited 80% stenosis, severe calcification and tortuosity) - known inherent risk of procedure (stent deformation) (B)(4).